Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via (B)(4) that guidewire detachment occurred. A 3 025/260 platinum plus guide wire was advanced to the pulmonary artery however, the tip of the wire broke off into the right ventricle. The detached tip was let in the patient as the fragment was too small to retrieve and unlikely to cause any adverse effects to the patient. No patient complications were reported.